Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer representative (rep) got an email from the healthcare provider (hcp) indicating that the patient let their implant deplete and it was taking a long time to recharge the first quartile, about two hours to charge the first quartile. It took 5 hours to recharge fully. It was reviewed that battery depletion shouldn¿t cause the implant to recharge differently. Technical services told the rep that if the first quartile took 2 hours then in would take longer than 5 hours to recharge fully. It was suspected that the patient probably didn¿t get the best coupling in the first quartile and told the rep that it takes a little over 4 hours to recharge from empty to full, thus 5 hours wasn¿t too far off the mark. It was suggested to look at the recharge information on the clinician¿s device and recharger data. It was also stated that after the battery was depleted the patient was in a different programming group. It was reviewed that it shouldn¿t change the group like that, and it was likely that the group was changed. It was recommended to look at the records to see about the group change. Additional information was received on 2020-jan-16 from a manufacturer representative (rep). It was reported that the cause of the group changing when the implantable neurostimulator (ins) depleted was never determined as the provider did not feel it was necessary for the patient to go in to obtain the report. The cause of the ins taking a long time to fully charge was likely due to user error as they have not had the same issue since this incident. Actions/interventions taken to resolve the group changing and the ins taking a long time to charge was the healthcare provider (hcp) reviewing recharging with the patient. The device issues have been resolved.